Event description:
It was reported that the right ventricular (rv) lead, required multiple attempts on implant and would not fully deploy. It was also reported that there was high impedance. When the lead was removed it took many turns to get it to deploy. The rv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.